Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. The following were noted during a physical inspection: dog chew marks on the reservoir compartment and case, missing retainer, cracked lcd window, missing display window cover, cracked select button keypad overlay, stained keypad overlay, serial number label faded and peeling, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring., cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring, dog chew marks/damage, missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that her pump got bite marks when her dog chewed it. The customer was fainted. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications was reported. The customer discontinued the use of the pump. Mmt-1884l was requested and customer responded the device was returned.